Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed main keypad assembly was further evaluated by physio-control where it was determined that the cause of the reported failure was process residue located underneath the shock key.

Event description:
During a routine preventative maintenance (pm) examination of the customer's device, physio-control observed that the device's shock button was inoperable. There was no patient use associated with the reported event.